Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was reported to have failed multiple tests during the pre-use check. Our field service engineer conducted an on-site investigation of the ventilator. According to service report the unit alarmed for technical error indicating power error and failed internal leakage test during the pre-use check. Further examination showed that the pcb expiratory channel and the oxygen module's nozzle were defective. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, the device logs were not provided, therefore, no root cause can be established. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow, it hold all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. The system software must be re-installed when this pcb is replaced. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The complete plastic nozzle unit must be replaced during preventive maintenance. After replacement, allow the diaphragm to adapt to the valve seat by the spring tension during approximately 10 minutes before gas pressure is connected to the gas module.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).